Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 17995un23 did not identify an increase in complaint activity for the current issue. A ticket trending review did not identify any trends related to this issue. The device history record review did not identify any nonconformances related to lot number 17995un23 and complaint issue. The field data review of lot 17995un23 indicates the patient median is within the established limits. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c calcium reagent lot 17995un23 was identified.

Event description:
The customer observed falsely elevated alinity c calcium for one patient. The following results were provided (reference range 2.10 to 2.55 mmol/l): on (B)(6) 2024, sid (B)(6) initial result= 4.072 mmol/l; repeat result= 2.54 mmol/l . There was no impact to patient management reported.

Manufacturer narrative:
Complete entry section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c calcium for one patient. The following results were provided (reference range 2.10 to 2.55 mmol/l): on (B)(6) 2024, sid (B)(6), initial result= 4.072 mmol/l; repeat result= 2.54 mmol/l . There was no impact to patient management reported.